Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On approximately (B)(6) 2025, the patient stated, ¿I almost passed out,¿ which is presumed to mean she experienced a decreased level of consciousness. On the omnipod display the cmg value was 197 mg/dl, and the bg finger stick value was 40 mg/dl. The pump infused insulin based upon the cgm value. At some point the cgm displayed 180 mg/dl and 190 mg/dl, but a bg finger stick value at the time was 40 mg/dl. Although the patient did not provide details on self-treatment or treatment by others as a result of the event, after the event she recovered. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.